Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 34mm in length, 2.75 to 3mm in diameter, eccentric and the de novo target lesion being treated was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. The lesion contained between a 45 and 95 degree bend. A 6f non-bsc guide catheter was engaged in the lad coaxially. A non-bsc guidewire was advanced to the lesion. Predilation was performed with a 2.5x10mm non-bsc balloon catheter at 14 atmospheres, leaving 50% to 60% residual stenosis in the lesion. A 3.00x38mm promus element¿ stent was selected and advanced; however, the vessel was tortuous and calcified. They took another non-bsc guide wire to provide better support. When they tried to track the device with two unspecified guide wires in the lad, some resistance was encountered. When the device was removed, it noted that the stent strut was damaged. A 3x38mm promus element stent was deployed and post dilation of a 3x9mm non-bsc balloon catheter was performed to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A microscopic examination found that the tip of the device was slightly damaged and wavy in shape. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The shaft polymer extrusion and hypotube were kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The hypotube itself was broken at 227 mm distal to the distal end of the catheter strain relief. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The middle section of the stent was kinked and damaged. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 34mm in length, 2.75 to 3mm in diameter, eccentric and the de novo target lesion being treated was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. The lesion contained between a 45 and 95 degree bend. A 6f non-bsc guide catheter was engaged in the lad coaxially. A non-bsc guidewire was advanced to the lesion. Predilation was performed with a 2.5x10mm non-bsc balloon catheter at 14 atmospheres, leaving 50% to 60% residual stenosis in the lesion. A 3.00x38mm promus element stent was selected and advanced; however the vessel was tortuous and calcified. They took another non-bsc guide wire to provide better support. When they tried to track the device with two unspecified guide wires in the lad, some resistance was encountered. When the device was removed, it noted that the stent strut was damaged. A 3x38mm promus element stent was deployed and post dilation of a 3x9mm non-bsc balloon catheter was performed to complete the procedure. No patient complications were reported and the patient's status was stable.